Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that at 13:14 on (B)(6) 2017, the patient abp mean went below the alarm limit of 55 for 1 minute and it did not alarm. The device was in clinical use at the time. There was no reported adverse event or patient harm.